Event description:
Patient called out stating the sensor on her neck was "shocking" and burning her. The sleep tech went in and immediately removed sensor. The tech noted patient's skin to be pink and sensor to be very hot. The sensor was immediately sequestered and acquisition equipment was pulled in the a.m. Patient stated the area was tender and that the redness was circular with a white area in the center. There is no blistering on a follow up call. This device consists of an over molded piezo sensor that is used for the detection of vibration caused by snoring during a sleep study (psg). The sensor is durable and moisture-resistant under our recommended cleaning process, and maintains a low profile that converts the sounds or vibrations associated with snoring behavior into an electrical voltage that can be traced on a recording device.